Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis was completed. Visual inspection revealed that the polymer jacket was detached, moreover the distal tip was bent. Analysis of returned media shoed that the polymer jacket detached and bent at distal tip section.

Event description:
It was reported that the distal tip of the guidewire detached. The target lesion was located in the superficial femoral artery. A v-18 control wire was selected for use in an angioplasty procedure. However, the distal tip of the v-18 control wire tip detached but it was able to be withdrawn inside a rubicon catheter. The procedure was completed with another v-18 wire. There were no patient complications.

Event description:
It was reported that the distal tip of the guidewire detached. The target lesion was located in the superficial femoral artery. A v-18 control wire was selected for use in an angioplasty procedure. However, the distal tip of the v-18 control wire tip detached but it was able to be withdrawn inside a rubicon catheter. The procedure was completed with another v-18 wire. There were no patient complications.